Event description:
On 04/21/2022 it was reported by a sales representative via sems that the ar-6480 pump is working intermittently. Keeps on erroring out, reset and press run and works but stops after minutes of use. This was discovered during use in a procedure on 04/21/2022. The case was competed by using a different ar-6480.

Manufacturer narrative:
See attached for supplier evaluation.